Event description:
The facility originally reported a colleague infusion pump with failure code 812:05. However, upon reviewing the pump's event history, baxter quality engineering discovered that failure code 812:05 was a cascade failure of failure code 808:07. Furthermore, baxter quality engineering discovered that failure code 808:07 had occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:07, which interrupted delivery, was discovered and confirmed in the pump's event history by a baxter service technician and baxter quality engineering. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4).